Event description:
The following article has been reviewed: comparison of diagnostic yield: accuracy and safety of ion vs monarch robotic bronchoscopy platforms. Authors: alisha sharma danai khemasuwan arnaldo a rodriguez-rivera jaasrini reddy vellore hope kramer joshua boron toribiong uchel and ray w shepherd doi: https://doi.org/10.1016/j.chest.2025.07.3308 and cited six (6) instances of pneumothorax with intervention. This report is being submitted for these events.